Event description:
It was reported that during a right ventricular revision, the left ventricular lead was explanted due to patient experiencing phrenic nerve stimulation in all vectors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.